Manufacturer narrative:
D10: concomitants: (B)(6), 21-0901-19y-v1 - stryker lpi s7/6/5/4 h. Sierra 90*13/21*1,19. (B)(6), 02-010-04-0210 - logic femur cr poroso nº1 izq. (B)(6), 02-012-45-1020 - bandeja tibial logic fit 1f/2t. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 77 yo female patient, who had a left knee implanted, underwent a revision procedure approximately 6 years 9 months post the initial procedure. The patient was revised due to premature polyethylene wear with massive osteolysis. They were revised to a competitor¿s devices. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. X-rays were provided. The explanted devices are not available for return. No further information.

Event description:
Although it was not alleged by the reporter, investigation noted evidence of metal component wear based on analysis of photographic evidence depicting possible tibial tray wear/damage and possible tissue discoloration as well as analysis of radiographic evidence that indicates metal debris in the joint. This is 1 of 3 reports.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b5. H3 - the revision reported was likely the result of tibial insert prosthesis wear, which ultimately led to metal-on-metal wear of the femoral and tibial tray components. Possible causes for polyethylene wear include high contact stresses during knee flexion, excessive posterior slope, and inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation. H6 - clincal code added, and investigation coding updated. H10 - MDR reference numbers added. The following sections were corrected: h6 - codes 4118, 3233, and 11 no longer apply.